Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer believed that the occlusions may have been due to the infusion tube being wound up. The customer's blood glucose level was not impacted. As the customer was not currently experiencing an occlusion alarm, tandem technical support was unable to perform a system check to help determine the possible cause of the occlusions.